Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, after the device was being set up, the surgeon pressed the green button and attempted to fire, but the device did not fire and was suspected to be pre-fired. The procedure was completed with another device. There was no patient injury.